Manufacturer narrative:
Concomitant products: dtba1d1 crtd, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient's right ventricular (rv) lead was fractured. It was also reported that the rv lead exhibited high t hresholds, high impedance, and noise. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.